Event description:
It was reported via phone calls, that the customer's insulin pump had cracks from the act button to the reservoir compartment. It was also mentioned that the customer is unable to complete the rewind process. Customer's blood glucose level at the time was unknown. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. However, the insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. However, the insulin pump passed the displacement test, basic occlusion test and the rewind. No rewind anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube seal, cracked reservoir tube and a cracked reservoir tube window.